Event description:
It was reported that the left ventricular (lv) lead of this cardiac resynchronization therapy defibrillator (crt-d) system was suspected of loss of capture (loc) during an arrythmia. It was noted that this crt-d system was programmed to lv only pacing and that the arrythmia would break after right ventricular (rv) lead pacing. Technical services (ts) reviewed device data and found that there were stored pacemaker mediated tachycardia (pmt) episodes during a programmed right ventricular automatic threshold (rvat) test. It was agreed that reprogramming would be performed. No adverse patient effects were reported. Currently, this crt-d remains in service.